Event description:
A male pt contacted lifecor customer support to report that he was getting connect electrode belt messages. Support had the pt remove and connect the electrode belt. The alarms continued. Pt told support that he found a gold pin that may be from the electrode belt. Support sent a pt svs rep (psr) to the pt to replace the electrode belt.

Manufacturer narrative:
Device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.